Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Argon neo PICC single lumen- 28 gauge insitu. Removed by medical resident. Fractured line on removal. Residual line in baby's leg. (9cm residual- confirmed via xray) PICC removal - the patient went for surgical removal of retained section of the PICC.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Argon neo PICC single lumen- 28 gauge insitu. Removed by medical resident. Fractured line on removal. Residual line in baby's leg. (9cm residual- confirmed via xray)PICC removal - the patient went for surgical removal of retained section of the PICC

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Ups tracking was provided by the customer, (B)(6). One opened catheter was returned for review on november 29,2023. The sample was sent to the sterilizer on november 30, 2023 and returned from sterilization on november 30, 2023. The catheter was returned attached to an extension line. The analyst removed the extension line and visual inspection noted slight damage to the tip of the catheter tubing. The tip was placed under magnification and rough edges were observed at the site of breakage. The catheter tubing was measured from the base of the luer (hub) and found to be 135mm (13.5 cm). The customer stated that 9 cm was observed to be left in the patient via x-ray. Based on the review of the returned sample, the most probable cause for the reported issue of breakage was most likely the result of a tensile force being applied to the catheter. Possibly the user applied an excessive force to the catheter or continued the removal of the catheter while feeling resistance resulting in the catheter breakage. The customer stated the line fractured upon removal. The IFU cautions regarding catheter removal - remove dressing - grasp catheter near insertion site - remove slowly. Do not use excessive force. If resistance is felt, stop removal, apply warm compress and wait 20-30 minutes - resume removal procedure. Since the root cause for the reported issue of breakage was most likely related to an event within the user environment and not a manufacturing error, no corrective action will be taken at this time. The returned sample is currently in the complaint's lab awaiting shipment back to the customer as requested. A tracking will be provided to the customer once the sample has shipped.

Event description:
Argon neo PICC single lumen- 28 gauge insitu. Removed by medical resident. Fractured line on removal. Residual line in baby's leg. (9cm residual- confirmed via xray) PICC removal - the patient went for surgical removal of retained section of the PICC.